Event description:
Product analysis was completed on their explanted generator. The generator was at end of battery life. The depletion was an expected event as determined by battery life calculation and battery voltage measurement. The module performed according to functional specifications. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device. The lead assembly was returned for analysis. The lead assembly has openings in the outer and the inner silicone tubing. Although, not conclusive, based on the overall appearance of the lead it appears this observed conditions are the result of the explant procedure. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Two sets of setscrew marks were seen on the connector pin, providing evidence that proper contact between the setscrew and the lead pin existed at least once. The outer silicone tubing is abraded open at approximately 6.6cm from boot. An opening in the inner silicone tubing of the lead coils was identified at approximately 15.7cm from boot. The inner silicone tubing of the lead coils appear to have been torn open at this location. The coils were protruding out from the inner silicone tubing and making intermittent electrical contact at this location. Also, the outer silicone tubing has what appears to be a tool imprint at this location. The imprint punctured the outer tubing. The outer silicone tubing appears to be cut/torn open at approximately 19cm from boot. The inner silicone tubing of the lead coils appears to be torn open at this location resulting in a portion of the lead coils exposed and protruding out from the outer tubing. Also, the outer silicone tubing has what appears to be a tool imprint at this location. The imprint punctured the outer tubing. Other than the above mentioned observations and typical wear and explant related observations, no anomalies were identified in the returned lead portion.

Event description:
Additional information was received that the patient will likely undergo a generator replacement (B)(6) 2013. If the surgery occurs attempts will be made for product return for analysis.

Event description:
Additional information was received indicating the physician is referring the patient for generator replacement however the reason was not indicated. A report was later received from the surgeon's office indicating the surgeon did not believe the patient needed a new battery.

Event description:
The patient had a prophylactic full revision performed. Their explanted products were returned on (B)(6) 2013. It was reported that their battery was at end of battery life.

Event description:
It was reported that the patient's vns was unable to be interrogated however the physician felt the vns was working as the patient coughs with magnet stimulation. The physician felt the generator was not at end of service. Troubleshooting found that no issues appeared to be present with the physician's programming system. A battery life calculation was performed estimating the generator is likely at, near, or past end of service. Further attempts to check the patient's generator have not been attempted to date. Attempts for additional information have been unsuccessful to date.

Event description:
Additional information was received that the patient's generator was unable to be interrogated by two different programming systems. The patient will be sent for a battery replacement. Surgery has not been scheduled at this time.